Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument, and instrument data indicate that the cause for the falsely elevated troponin I was r1 carryover. The instrument is operating within specifications.

Event description:
A falsely elevated troponin I result of 2.99 ng/ml was obtained on a pt's sample. The result was reported to the physician, who questioned the result. The sample was retested on same instrument, and a result of 0.00 was obtained. The pt was admitted to the hospital, but pt treatment was not prescribed or altered, and there was no report of adverse health consequences, as a result of the falsely elevated troponin I result. Analysis of the instrument, and instrument data indicate that the cause for the falsely elevated troponin I was r1 carryover.